Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence/urgency frequency. Trial started: (B)(6) 2022. It was reported that the patient is leaking more.  Patient was also a little sore and it was hard for her to get up. Patient changed from the right side to the left side and is currently feeling the stimulation at 3.4. Patient advised to contact her clinician with concerns and for advice. Additional information was received from the patient on 2022-mar-30. They reported that the manufacturing representative stated the wires may have moved. They did make adjustments today and was advised to reach out to their clinician. On (B)(6) 2022 patient indicated again that the leads probably moved per the manufacturing representative.

Manufacturer narrative:
Product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.